Event description:
Patient reportedly underwent revision bi-polar hip arthroplasty in 2002. Subsequently, hip prosthesis dislocated and patient returned to surgery in 2003, replacing bi-polar and femoral stem components.